Event description:
During inflation of the balloon, between 4 and 5 atm, the balloon ruptured. It split into two hemispheres, a top and a bottom half. A second dolphin tray (28 french perc 8) was opened immediately and the procedure resumed. No effects to the pt were noted.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.